Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. It was confirmed that the charging supplies were able to successfully charge another device. Customer reported blood glucose level was 233(mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.